Manufacturer narrative:
A doctor alleged that a male patient had experienced nausea and vomiting from a dental instrument with tubing that was cleaned with cavicide and used on the patient orally. It was reported that cavicide was left in a reservoir of the tubing and the patient had ingested the liquid. A few hours after the ingestion, the patient had experienced nausea; and nausea progressed to vomiting. The patient was hospitalized for 24 hours. Nausea medication was given to the patient however the doctor did not provide the name of the medication. The doctor saw no change in blood chemistry, kidney function, or stool of patient. There was no follow-up required due to normal lab results and the patient appeared to have fully recovered. The product involved in the alleged incident was not returned and no lot number was provided; therefore no further evaluation can be conducted. Specific information regarding the patient's age was not provided however, the doctor indicated that the patient was over 65 years of age.

Event description:
A doctor alleged that a patient had experienced nausea and vomiting from a dental instrument with tubing that was cleaned with cavicide and used on the patient orally.